Event description:
The customer reported that medication was programmed to infuse within 45 mins and infused within 20 mins. Per email from customer, "the issue was determined to be user error and no investigation is required". The user connected a 100ml bag but selected 250ml when programming. The biomed department used the alaris software to ensure pump is operating within specs. The customer will be performing user training to ensure the problem does not happen again. There was no report of patient harm or medical intervention. Although requested, no specific event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer confirmed user error caused the event. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.